Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00441 and 1225714-2014-00442.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-00441 and 1225714-2013-00442.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-00441 and 1225714-2013-00442.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.